Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, crts 3519876 (con): **omitted information regarding donation of dtc, insr, pp.** information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that about seven months prior to the date of report, patient's device had stopped working. It was not stopping the pain or making it less. Patient had the device taken out on (B)(6) 2017 because it wasn't helping with the pain like it did, and patient also had no cartilage left in several joints and couldn't get an MRI. Patient stated that they were interested in getting the pump but did not know when because they were still recovering from having the stimulator removed. Patient added that they went to get an MRI of right hip about five months ago. They did not know they could not have an MRI. Patient did not have the stim turned off for MRI and their stimulator was on the left side. Patient did not remember the exact date but after the MRI patient tried to charge but couldn't get the boxes at the bottom to fill in. Patient did not know if that was caused by having an MRI or not. No further complications were reported/anticipated.